Manufacturer narrative:
The device was returned to cardiac surgery in 2010 for investigation. A supplemental report will be submitted when the investigation is completed.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-2004 short port btt balloon ruptured leaving little pieces in the pt's leg. All the pieces were retrieved. They were able to complete the procedure without the unit. The hospital did not report any pt effects. The product is returning.